Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019. The customer's biomedical engineer confirmed the reported led issue. The customer's biomedical engineer replaced the power status overlay to address the reported failure. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the led indication is not showing. There was no patient involvement.